Event description:
Per the clinic, the patient experienced an infection and skin overgrowth at the abutment site (dates not reported). Subsequently, the patient was hospitalized (specific duration not reported) and was administered with IV antibiotics (one week prior to explant surgery). However, the issue could not be resolved and the device was explanted on (B)(6) 2014. The patient underwent a skin revision during the same surgery. Reimplantation is planned but had not taken place at the time of this report.